Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. The automatic and manual functional tests on a test lung did not reproduce any problems. The device log contained an error indicating an inspiratory and/or fresh gas pressure transducer issue and they were therefore replaced. A thorough cleaning of the patient cassette is carried out. After successful testing, the anesthesia system was cleared for clinical use. No issues have been reported ever since. The replaced inspiratory and fresh gas pressure transducers were reported to have been scrapped and cannot be investigated further. The reported issues with difficulties to ventilate the patient can be verified in the received device logs. The generation of the technical error indicating a pressure transducer issue, combined with what the users describe regarding the incident of no ventilation, may possibly indicate a fault in the patient cassette which may have been solved by the reported cleaning. It is also possible that the replaced inspiratory and fresh gas pressure transducers caused or contributed to the issues. The true cause of the reported issue has not been determined.

Event description:
It was reported that the anesthesia system did not provide gas to the patient. There was no patient harm. Manufacturer's reference number: (B)(4).